Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the olympus sales representative, the video connector pins of the device were bent during a trade show. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections: g3, g6, h2, and h10.